Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power plug cable assembly and on/off power switch were evaluated and replaced. Power supply connections to the system pcb's were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to power up and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.